Manufacturer narrative:
The physical device has not been received. Cloud data from the user for the day of 17jan2026 was downloaded and reviewed. Review of the cloud data confirmed the delivery of a 7.75 u bolus and a 8.85 u bolus after a 11.1 u bolus. The cloud data showed that both boluses were based just on a carb entry and no manual adjustments were made. Without log files, it could not be determined if the user interacted with the controller to input the carbs and deliver the boluses amounts, as cloud data does not contain logging of interactions. The exact cause of the reported uncommanded boluses could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.6 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their op5 personal diabetes manager (pdm) gave 2 uncommanded boluses on (B)(6) 2026. After her meal at 20:15, she administered a bolus of 11.1 units. Shortly before 21:00 she lost consciousness and her husband had to call paramedics. The paramedics analyzed her pdm history and saw that 2 extra uncommanded boluses had been administered; one of 7.75 units at 20:25 and another of 8.85 units at 20:34. The patient was taken to the emergency room (ER). At the emergency room she was treated with liquid glucose and went home after 6 hours.